Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).all available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I hbsag qualitative ii results on multiple patients on multiple alinity I processing modules. The results provided were: on (B)(6) 2024 first patient: sid (B)(6) initial=0.30 s/co (< 1.00 s/co=nonreactive) /repeated on (B)(6) 2024 on (B)(6) =2.07 and 2.15 s/co (> or = 1.00 s/co=reactive) /on (B)(6) =2.46 s/co /second specimen from same patient sid (B)(6) on (B)(6) on (B)(6) 2024=0.32 s/co; on (B)(6) 2024 on (B)(6) =0.32, 0.32, 0.28, 0.26 s/co; on (B)(6) =0.28, 0.31, 0.27 and 0.28 s/co precision done on sid (B)(6) on (B)(6) =2.17, 2.26, 2.24, 2.23 and 2.30 s/co neutralizing confirmatory testing on sid (B)(6) c2=2.02 s/co; neutralization=98% (c2= > or =0.70 s/co and % neutralization= > or = 50%=confirmed positive) on (B)(6) 2024 repeated sid (B)(6) on (B)(6) =2.45, and 2.22 s/co; on (B)(6) =2.33 s/co; on edta plasma=0.26 and 0.30 s/co second patient: sid (B)(6) on (B)(6) initial=0.38 s/co /repeated on (B)(6) 2024=2.69 s/co /repeated on (B)(6) =9.03 s/co / on (B)(6) 2024 on (B)(6) =10.75 s/co /second specimen from same patient sid (B)(6) on (B)(6) =0.31 s/co /repeated on (B)(6) 2024=0.26, 0.33, 0.40 and 0.32 s/co /on (B)(6) =0.27, 0.32,0.29 and 0.29 s/co precision done on sid (B)(6) on (B)(6) =9.20, 9.30, 9.26, 9.31, 9.45 s/co on (B)(6) 2024 neutralizing confirmatory testing on sid (B)(6) c2=9.64 s/co; neutralization=100% (c2= > or =0.70 s/co and % neutralization= > or = 50%=confirmed positive) on (B)(6) 2024 repeated sid (B)(6) on (B)(6) =10.33 and 10.00 s/co/on (B)(6) =10.13 and 9.79 s/co; on edta plasma=0.30 and 0.28 s/co there was no reported impact to patient management.

Event description:
The customer observed false reactive alinity I hbsag qualitative ii results on multiple patients on multiple alinity I processing modules. The results provided were: on (B)(6) 2024 first patient: sid (B)(6) initial=0.30 s/co (< 1.00 s/co=nonreactive) /repeated on (B)(6) 2024 on (B)(6)=2.07 and 2.15 s/co (> or = 1.00 s/co=reactive) /on (B)(6)=2.46 s/co /second specimen from same patient sid (B)(6) on (B)(6) on (B)(6) 2024=0.32 s/co; on (B)(6) 2024 on (B)(6)=0.32, 0.32, 0.28, 0.26 s/co; on (B)(6)=0.28, 0.31, 0.27 and 0.28 s/co precision done on sid (B)(6) on (B)(6) =2.17, 2.26, 2.24, 2.23 and 2.30 s/co neutralizing confirmatory testing on sid (B)(6) on (B)(6): c2=2.02 s/co; neutralization=98% (c2= > or =0.70 s/co and % neutralization= > or = 50%=confirmed positive) on (B)(6) 2024 repeated sid (B)(6) on (B)(6) =2.45, and 2.22 s/co; on (B)(6) =2.33 s/co; on edta plasma=0.26 and 0.30 s/co. Second patient: sid (B)(6) on (B)(6) initial=0.38 s/co /repeated on (B)(6) 2024=2.69 s/co /repeated on (B)(6) =9.03 s/co /on (B)(6) 2024 on (B)(6)=10.75 s/co /second specimen from same patient sid (B)(6) on (B)(6) =0.31 s/co /repeated on (B)(6) 2024=0.26, 0.33, 0.40 and 0.32 s/co /on (B)(6) =0.27, 0.32,0.29 and 0.29 s/co. Precision done on sid (B)(6) on (B)(6) =9.20, 9.30, 9.26, 9.31, 9.45 s/co. On (B)(6) 2024 neutralizing confirmatory testing on sid (B)(6) on (B)(6): c2=9.64 s/co; neutralization=100% (c2= > or =0.70 s/co and % neutralization= > or = 50%=confirmed positive) on (B)(6) 2024 repeated sid (B)(6) on (B)(6) =10.33 and 10.00 s/co/on (B)(6) =10.13 and 9.79 s/co; on edta plasma=0.30 and 0.28 s/co there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review for alinity I hbsag qualitative ii reagent, lot 61322fz00. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of the alinity I hbsag qualitative ii reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The number of standard deviations to the cut-off for the negative population and median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I hbsag qualitative ii reagent, lot 61322fz00.